Event description:
It was reported that the patient underwent surgical revision of the ams 700 inflatable penile prosthesis to adjust the tubing length using accessory kit. Additional information received stated that the tubing was too long and it was disturbing the movement of the saline so the physician decided to trim it. The patient is doing well post surgery.

Event description:
It was reported that the patient underwent surgical revision of the ams 700 inflatable penile prosthesis to adjust the tubing length using accessory kit.